Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-34 (lot: 0011346012); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the valve was loaded once and the load was checked visually, tactilely, and under fluoroscopy. No misload was identified. Upon initial deployment, the valve frame was constrained. The valve was recaptured and the system was withdrawn from the patient. A pre-implant balloon aortic valvuloplasty was performed. The delivery catheter system (dcs) was advanced and upon second deployment, an infold was noted in the valve frame. The valve was recaptured and withdrawn from the patient. A new valve and dcs were used to complete the procedure. Per the physician, aortic calcification contributed to the infold. No adverse patient effects were reported.